Manufacturer narrative:
Findings: pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm , no frozen display anomaly and no numbers scrolling during testing noted. Unable to perform all functional testing including the displacement, operating currents,unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm due to buttons not responding. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked belt clip slot, stained end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was around 127 mg/dl. The numbers on the screen were scrolling and the time was not advancing. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.